Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via company representative regarding a patient with an implantable pump containing baclofen (unknown) for intractable spasticity and multiple sclerosis. It was reported that the pump was scheduled to be replaced 2 days ago, but it was decided to postpone the surgery due to unrelated health issues. The patient was on oral baclofen in the meantime. Caller stated that patient had been in the intensive care unit (ICU) and she was just informed that the patient was in active withdrawal and seizing. The plan was to go and do the pump replacement today. Agent reviewed considerations around pump replacement and prime bolus scenarios. Reviewed option for hcp to program a single bolus if medically appropriate. Additional information was received from a healthcare provider via company representative. It was reported that the patient's withdrawal and seizing did resolve, and the patient's intensive care unit (ICU) stay was related to withdrawal management.